Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the passive planar probe (with 1.5 mm ball tip) was bent. There was no patient present. Additional information was received. It was reported that they were opening for a case when they visibly noticed that the tip was bent. They then went and got a different tray to use.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The probe was replaced and the system proceeded to function as intended. Codes b01, c07, and d02 are applicable to this analysis. The probe, lot number: 181015, was returned to the manufacturer for analysis. It was reported that the probe had a bent tip. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: the aware date of the reportable information from the analysis was 2025-jul-24. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.